Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces and with corroded battery tube. The insulin pump had cracked case at the display window corners and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. Customer's blood glucose was 12.7 mmol/l. Customer treated via the pump. Customer stated that the scroll up and down buttons were unresponsive or late. Customer stated that the pump was not exposed to moisture and was not dropped or bumped. Customer was advised to revert to a back-up plan.